Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. On-site inspection of the driveline cable revealed that the old driveline repair was deteriorated, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause can be attributed to the operational conditions the driveline sheath repair was exposed to over time. Per the instructions for use (IFU): the hvad driveline is a cable that connects to the implanted pump and passes through the skin to connect to the external lvad system components. The instructions for use (IFU) and patient manual caution the user to not pull, kink or twist the driveline or the power cables, as these may damage the driveline. Special care should be taken not to twist the driveline while sitting, getting out of bed, adjusting the controller or power sources or when using the shower bag. Users are to examine the driveline for evidence of tears, punctures or breakdown of any of the material during exit site dressing changes. The IFU and patient manual also cautions users that they should not attempt to repair or service any equipment. If service is required, they should contact their doctor, nurse or vad coordinator. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that the patient's previously applied driveline sheath repair had deteriorated. The previous repair was removed which revealed missing outer sheath for the majority length of the driveline cable. A driveline sheath repair was subsequently performed on an outpatient basis with no reported patient consequence. The repair was performed from the strain relief to the driveline fixation, approximately 15 centimeters from the driveline exit site. The repair was not associated with any pump stop events. Photos provided of the reported damage appear to confirm the event. No further information has been provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.